Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information given was incorrect with the initial report. The correct information has been provided with this report.

Event description:
It was reported that customer also experienced both low blood glucose and high blood glucose level and customer were hospitalized. The customer's blood glucose level was ranged from 40 mg/dl to over a 500 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 570 mg/dl at the time of incident and now it was 551 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. The device will not be returned for analysis.

Manufacturer narrative:
Adverse event was reported inappropriately under mmt xxx so, initial report had the incorrect information related to serial number and material number. The correct information has been provided in this report.